Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. In order to avoid clots, IFU instructs the below. It was indicated not to turn on the vad in air as this may damage the pump. Do not use a vad that was turned on without total submersion in fluid during the pre-implant test and prior to implantation: the vad must be completely submerged in fluid before being turned on. During coring, to perform a visual inspection of cored area and remove any loose tissue and/or clots. Venous thrombosis occurred in (B)(6) of subjects. Most of these were cases of dvt in the lower extremities. In the arterial thromboembolism category, a case of vad thrombosis was treated with tpa and resolved and in another case a clot was removed from the left main coronary artery following cardiac catheterization. A third case appeared to involve a shower of small emboli to the periphery. The IFU states not to cut the outflow graft too short or too long, or it may kink. Prior to chest closure, ensure that the graft is not kinked or compressed. A kinked or compressed outflow graft may lead to reduced flow and/or thrombus formation. Furthermore to always use round body taper point needles when implanting gelweave¿ prostheses to minimize fiber damage. A kinked or compressed outflow graft may lead to reduced flow and/or thrombus formation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that there was low flow and pulsatility in post op day, one due to clot compression and hypovolemia. Reopening for exploration with clots found in the left chest. There were no bleeding points established. Clot evacuation performed. Normal flow and pulsatility resumed.

Manufacturer narrative:
Log file review date: 6/26/2016, dated through (B)(6) 2016: normal power consumption. Additional notes: approx 11 suction alarms have been logged since (B)(6) 2016; approx 100 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 2.5 lpm; approx 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2016 at 14:50:59. Log file conclusion: a review of the controller log files associated with the event confirmed reported low flow values.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.